Event description:
A pt/lay person spoke with a customer care advocate on december 11, 2007 regarding an er1 message she had obtained when testing with her one touch ultra. This senior medical affairs specialist spoke with the pt on 12/26/2007 regarding symptoms of being "shaky" possibly on eight days prior to original date, two days after the ER 1. The pt had received and was happy with the replacement product sent from lifescan. The pt was on a cruise that began two days earlier. Before the ship, she obtained an ER 1. The meter continued to prompt ER 1. At some point after leaving the dock and while on the cruise, the pt felt shaky, a symptom she reports that she will experience with either an elevated or a low blood glucose. The pt took her usual dose of insulin when experiencing the symptom with no ill effect. When the ship's doctor was unable to determine why the pt's meter prompted ER 1, he obtained a result of 340 mg/dl on the ship's meter. No treatment was given. The pt took to a pharmacy in tortola, one of their stops. Batteries were changed; however, the er1 continued (an ER 1 indicates there is a problem with the meter ER 1). Because the pt alleged she experienced the symptom of shaking after obtaining the ER 1, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.